Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on 3-jun-2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: ectopic \ misplaced essure coil/ right tube patent with coil not in the tube but in the abdomen."), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena from 2005 to (B)(6)2015. Concurrent conditions included sleep apnea since 2013. Concomitant products included medroxyprogesterone acetate (depo provera), omeprazole (prilosec) since 2013 and salbutamol (albuterol hfa) since 2014. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia, vaginal)"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, vulvovaginal pain and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal discharge, abdominal pain lower, dyspareunia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy- insertion date-(B)(6)2015, (B)(6)2015 findings: on scout image two essure coils are identified. The uterine cavity is of normal size and contour, no filling defects are seen. The left essure coil is in good position within the fallopian tube. The right essure coil is not located within the fallopian tube, the right fallopian tube is opacified with contrast along its entire length and there is free intraperitoneal spill of contrast. There is no flow of contrast into the left fallopian tube. Impression: 1. Successful mechanical obstruction of the left fallopian tube. 2. Right essure coil is not within the fallopian tube. The right fallopian tube is widely patent. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: as per pfs: unilateral occlusion (left tube occluded) results:left tube was blocked. But that they couldn't find the right coil. As per mr: impression: 1. Successful mechanical obstruction of the left fallopian tube. 2. Right essure coil is not within the fallopian tube. The right fallopian tube is widely patent.. ¿concerning the injuries reported in this case, the following one was described in patients medical record: cramping. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: reporters were added. Consumer address was updated. Aka name was added. Patient's demographics was added. Lot no. Was added. Events-menorrhagia,vaginal discharge, dyspareunia, migration of essure device location of device: ectopic (device expulsion) were added. Outcomes-vaginal discharge, dyspareunia, pain, abnormal bleeding, vaginal bleeding were added. Intensity of pain- lower abdomen was added. Event onset date were added. Reporter casuality comment was added. Auto narrative was added. Concomitant drugs were added. Medical history was added. Lab test was added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.